Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-49351, 3006705815-2020-33504. It was reported that the patient experienced ineffective stimulation with their scs system. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received, stated that the patient underwent surgical intervention on (B)(6) 2021, where in the entire scs system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.